Manufacturer narrative:
The product associated with this report was received by allergan; however, the product analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "port leak" with a lap-band device. The physician tried to add saline to the device, but thought it was allegedly leaking. No diagnostic testing was used to determine the location of the leak. The device was explanted and replaced.